Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05879. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, graft complication and mesh exposure. It was reported that the patient underwent mesh removal of posterior mesh on 01/19/2011.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequency. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced incontinence and vaginal atrophy.

Event description:
Details: it was reported that following insertion, the patient experienced urinary tract infection and vaginal atrophy.

Manufacturer narrative:
It was reported that patient underwent concurrent cystoscopy procedure.

Event description:
It was reported that patient underwent concurrent cystoscopy procedure.